Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented to the hospital for a scheduled pulse generator change out procedure. The right ventricular lead exhibited noise when connected to the new device. The lead exhibited oversensing when connected to the psa in both vectors. The physician elected to program the device to voo mode and leave the lead implanted. The patient was in stable condition before, during and post surgery and would continue to be monitored.